Manufacturer narrative:
Date of event: actual event date is unknown. Upon receipt of this fiber at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis identified that the fiber was returned in one piece. The fiber measured 309.4 cm from the tip of the fiber connector to the distal end of the fiber. The exposed glass tip measured 6 mm and appeared good/unused. The fiber was functionally tested, and it revealed that the light from the sub miniature a (sma) connector appeared distorted, indicating that there was a fracture within the connector. When the fiber was connected to the console, a message displayed and stated the fiber may not be used anymore and to connect a new fiber. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. According to the instructions for use (IFU), the fiber must be carefully inspected for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the fiber was not recognized by the console. The procedure was completed with a second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Analysis of the returned fiber identified fiber connector fracture.